Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2017 with the following findings: a review of the black box and alarm history showed multiple call service 054 slave communication error alarms. Evidence of moisture was found on the display screen. The pump alarmed with a call service 078 motor alarm upon the first rewind attempt. The pump cover was removed to find further moisture corrosion on the internal components and motor flex connector. The reported call service 054/052/sleep complaint could not be investigated due to the call service 078 motor alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.